Event description:
It was reported that there was no rpm display during a rotational atherectomy procedure. Even though the machine was working normally, the console did not show/ display the rpm nor the time. The procedure was completed with this device without patient complications. The patient's condition was reported as stable following this event.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the digital display and the clock on the console did not function. Corrected information reported that only the display did not work. The clock that is below the digital display functioned correctly. It was reported that the rpms were "successfully controlled" using the clock.

Manufacturer narrative:
Device evaluated by MFR: the console was tested using a rotalink 1.75mm burr. The rotational speed display remains blank, as does the event timer and procedure timer this was due to a massive gas/air leak from the turbine pressure switch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is due to wear and tear. (B)(4).

Event description:
It was initially reported that the digital display and the clock on the console did not function. Corrected information reported that only the display did not work. The clock that is below the digital display functioned correctly. It was reported that the rpms were "successfully controlled" using the clock.

Manufacturer narrative:
(B)(4)